Event description:
The manufacturer received information alleging a ventilator inoperative alarm was showing on a red display screen. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A trilogy evo ventilator was returned to the manufacturer service center for evaluation of the alleged ventilator inoperative alarm. Evaluation/repair of the device has been delayed due to a failed data wipe of the device. The customer was contacted regarding this delay and the customer requested to receive credit for the device and requested that the ventilator not be returned and to be scrapped. No testing or repair of the device has been completed at this time. Based on the available information, device evaluation is not able to be completed at this time. A final report is being submitted at this time. If upon further evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.